Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 418 mg/dl. The customer took a manual injection (humalog) because the pump is alarming no delivery. She has changed the set three times and the reservoir keeps getting no delivery alarm during priming and bolus. Customer also reports physical damage; there are cracks in the reservoir lip and the rubber ring is missing. Troubleshooting was performed but inconclusive. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Pump will be returned for physical damage/excessive no delivery alarm.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.